Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Device data has been sent to boston scientific technical services for review. The s-ICD remains in service and no adverse patient effects were reported.